Event description:
It was reported that the arctic sun device was failing calibration for error 80 (water check time out unable to reach calibration temperature), not heating. They discussed this was likely a failed heater. Per follow up information received via email on 31oct2022, there was no patient involvement as it was found during calibration. Biomed replacing heater onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to outlet water temperature regulation error due to heater element(s) failure. They discussed this was likely a failed heater. Per additional information received, there was no patient involvement as it was found during calibration. Biomed replacing heater onsite. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for error 80 (water check time out unable to reach calibration temperature), not heating. They discussed this was likely a failed heater. Per follow up information received via email on (B)(6) 2022, there was no patient involvement as it was found during calibration. Biomed replacing heater onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.